Event description:
The customer reported less than 10 mls of cleaner leaked from the right side of the coulter lh 500 hematology analyzer. The leak was contained within the instrument. The customer stated that the instrument generated 'lyse temp' errors. There was no exposure to open wounds or mucous membranes. The customer was wearing the personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the incident. No erroneous results were generated for this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed diluent leak and temperature error. The fse replaced a pin hole tubing at pinch valve (pv53) to resolve the leak issue. The fse also replaced the peltier module which was damaged by the leak, resolving the temperature error. The fse then performed verification of instrument and the instrument was returned to normal operation. (B)(4).